Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the cutting wire broke as soon as it had come through the scope before it had touched the tissue. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.